Event description:
Intraoperatively the patient had a lumbar drain placed, but was not internally anchored. On the 5th postoperative day the drain was discontinued. While pulling the drain slowly, moderate resistance was met. With continued pulling, the drain was removed and the tip was noted to be sheared. A lumbar MRI verified the retained catheter in the paraspinal musculature at the l4-l5 level. The patient was returned to the or 2 days later for removal of the catheter fragment. The surgeon noted the catheter did not appear to be entangled or anchored. An 18mm opaque catheter tip (fragment) was examined and noted to be torn at the site of the catheter perforation for drainage. Catheter: edm lumbar catheter close tip barium impregnated 80 cm drain.